Event description:
Medtronic received information that pump error 38 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 5.2a. Retainer = black. Customer returned the pump for an alleged pump error 38 alarm during rewind found on 8/7/2021. The pump was received with a pump error 38 alarm during rewind. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Successfully downloaded the trace/history files using thump. A review of the downloaded history files shows there are five (5) unexpected pump error 38 alarms [8/7/2021 between 09:39 and 11:33] triggered. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and force sensor however, found dried insulin on the motor slide. Pump error 38 alarms are due to dried insulin on the motor slide. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 38 alarm is confirmed. The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch.